Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and performed a generator calibration. The system operates as intended.

Event description:
The customer reported an arcing noise occurred, then a loss of live image. No patient injury was reported.